Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field experience of high threshold and sensing anomaly were confirmed. Analysis revealed that the distal coil was overtorqued and fractured at 1.5 cm from the connector pin. This caused the reported threshold and sensing anomalies.

Event description:
It was reported that high thresholds and loss of r-wave sensing were observed. During the surgical procedure for an attempt to reposition the lead, no r-wave sensing and high impedance were observed. Hence, the lead was explanted.